Event description:
I had a total hip replacement using a depuy pinnacle sector #2. After about 3 years, I started having mild to moderate pain in my hip and leg, no site specific location, it might hurt in a different spot from one day to the next, and then it might not hurt at all. One day it might hurt in my upper thigh, then next in my fanny, then next in my groin, then next closer to my knee and so on. After hurting for a week or so, it would disappear for long periods. Generally the pain level was mild to moderate but at other times I had to use a cane to get around. I visited the surgeon who performed the procedure, and after taking x-rays and not finding anything of visual concern (the replacement looked exactly the same as it did the year before) he was concerned about me, but couldn't offer any suggestions for treatment. I asked him if he had any other pts who had reported similar problems and he said he hadn't .